Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. No broken lcd window noted. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer called to report high blood glucose levels of 400 mg/dl and that the insulin pump did not alarm no delivery when she was low or out of insulin. Customer treated with a manual injection. Customer's blood glucose reading during call was 325 mg/dl. Customer performed troubleshooting and the high pressure test did not alarm under 5 units. Customer performed the test a second time and it failed again. Customer's device was replaced and returned for analysis.